Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, two case studies of an uncommon renal pelvic hematoma were reported following robot-assisted pyeloplasty. Both cases used 5-0 absorbable monofilament sutures for the pyeloplasty anastomosis in interrupted and continuous running suture patterns. The 9yr old patient experienced recurrent left flank pain postoperatively and was diagnosed with hydronephrosis and a hematoma occupying the lower and middle chamber of the kidney. The patient underwent an additional hematoma aspiration during stent removal which resolved the issue. The second patient was a 25yr old that developed gross hematuria and left flank pain postoperatively. He underwent a CT showing a renal pelvic hematoma. The patient was conservatively managed with pain medication and oral antibiotics.